Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label was observed. Additionally, (B)(4) retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, one tube was missing a tube label. There were no health impacts or consequences reported.

Manufacturer narrative:
E1. Address information was not able to be obtained, therefore, nj was used as a place holder. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ blood collection tubes, one tube was missing a tube label. There were no health impacts or consequences reported.